Event description:
Allegedly revised due to unknown reasons. Originally believed to be subluxation but after the revision surgery, believed to have had issues with the stem. Pt. Is a very active rancher/farmer.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.